Event description:
The customer reported a leak from the modular chemistry (mc) sample probe collar wash of the unicel dxc 600i synchron access clinical system. The customer indicated that the collar wash valve had been replaced on the previous day. The customer stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves, and no injury or direct exposure with the leak was reported. The customer did not allege any erroneous patient results were generated for this event and no change or affect to patient treatment was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the collar wash valve to resolve the leak. The fse verified the repair as per established procedures and no further leaks were observed. Failure mode of the event is attributed the collar wash valve. Beckman coulter internal identifier for this report is (B)(4).